Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for dialysis and water retention. The customer stated their blood glucose was high due to an unknown reason while they were hospitalized. The customer's blood glucose was 475 mg/dl at the time of incident. The customer also reported waking up a high blod glucose of 525 mg/dl. The customer stated they were able to stabilized their blood glucose to 40 mg/dl to 125 mg/dl. Customer declined to troubleshoot for high readings. The product was not returned for analysis.